Event description:
It was reported that a patient underwent a bunionectomy on (B)(6) 2013. During the procedure, the frs screw fractured during insertion and half of the screw was retained by the patient.

Manufacturer narrative:
Manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.